Manufacturer narrative:
The field service engineer (fse) found a leak at the probe wipe, and noticed that the probe wipe vent line was disconnected. The fse attached the tubing and the instrument ran without leaks. (B)(4).

Event description:
The customer reported an uncontained leak of approximately ten (10) milliliters while running controls on the coulter ac·t diff 2 analyzer. There was no injury, erroneous results or change in patient treatment in connection with this event. There was no direct contact with the leak. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site.